Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with a damaged front cover and pcb (printed circuit board). The customer stated problem was duplicated. The led's were broken off of the pcb. The lcd has liquid crystal leakage from impact. The front cover is broken. Replaced the pcb and front cover. The cause of the reported problem was traced to the user manipulation of the device (the customer dropped the hotline which broke of the led's, caused crystal leakage in the lcd, and broke the bottom of the front cover). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received that this smiths medical level 1 hotline low flow systems was dropped and led was broken. No patient injury reported.